Event description:
A licensed practical nurse reported that a hole was found in the irrigation line during the procedure. The product was replaced and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received and in-house testing is in progress. (B)(4).